Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 01/20/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message. Customer pulled up and realigned the autopulse lifeband but the message did not clear. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection of the returned platform showed that the top cover wire strands were damaged and both front and bottom covers were cracked. The physical damages found during visual inspection are not related to the reported complaint of a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) fault. The damages appear to have been caused by normal wear and tear (autopulse manufactured in 03/2010). A review of the autopulse platform's archive was performed and the reported complaint was confirmed. The archive data showed that a ua7 fault occurred on the reported event date of (B)(6) 2015. Upon power up of the platform, a ua 7 fault was displayed. Further functional testing could not be performed. Furthermore, a load cell characterization test was performed and showed that both load cell modules were not functioning properly. Based on the investigation, the parts identified for replacement were the top cover, front cover, bottom cover and both load cell modules. In summary, the reported complaint of a ua 7 fault was confirmed based on the platform's archive review and upon functional testing. The fault was found to be due to defective load cell modules. The physical damages found during visual inspection are unrelated to the reported complaint. Upon replacement of all parts, the platform was re-evaluated through functional testing and passed all testing criteria.